Manufacturer narrative:
The olympus service team received a pcf-h190dl for the reported issue. The complaint was confirmed, the device has flickering image, the most probable cause of the complaint is d02 - cause traced to component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had a flickering image. There was no patient involvement.